Event description:
The customer reported to olympus that the hd autoclavable camera head had no video . There was no patient harm reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a cable failure (broken, disconnected, short circuit) and failure of imaging system components (charged coupled device unit, image sensor failure). Additional evaluation findings are as follows: cracks in the main body of the head section, head imaging switch not working, scope mount corrosion at the head, cracked connector, and puncture of connector at connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor image occurred due to a failure of the cable caused by a water immersion inside the imaging and cable. It is likely that the cause of the water immersion was from the cracked area in the main body. However, a definitive root cause could not be determined. As to water immersion, the phenomenon might be prevented by following the description in the instruction manual below: ¿do not drop the camera head or allow it to strike other objects. It could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.